Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out of range pace impedance measurements and loss of capture. There was no asystole. A chest x-ray was performed and confirmed that the lv lead had dislodged. An invasive procedure was performed. The lead was laser extracted with a portion of the lead remaining implanted. No adverse patient effects were reported. A new lv lead was implanted.